Event description:
It was reported that during a foot surgery it was found that the thread of the plate was damaged. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8944cr-p serial/batch number (B)(6) was received for evaluation. A visual inspection revealed damage to the plate on both the front and back. Scratch lines and dents were noticeable inside and around the holes. The thread of the top hole had a piece of metal protruding from it. The device was also noted to be slightly bent. The most likely cause of the reported failure is a misuse by the end user.